Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the wires of the device's therapy connector had been stuck underneath a screw flange inside the device which caused one of the wires to break. Physio-control then replaced the therapy connector assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. Physio-control also performed a clinical review of the reported event and observed that the patient's ECG was reported as or showed asystole. Based on the ECG, defibrillation was not indicated.

Event description:
It was reported to a physio-control service representative that the customer's device could not obtain an ECG through the paddle leads. The device was used on a )b)(6) male patient for monitoring. The nurse then switched to the 12-leads ECG and it was observed that the patient's rhythm was not a shockable rhythm. A back-up device was available but was not used. The patient passed away. During evaluation of the device, it was observed that the device could not provide defibrillation therapy because a wire of the therapy connector was damaged.